Event description:
A mobile radiographic unit was being used in the operating room when the operator made an exposure by depressing the expose button. However, the operator stated the image on the viewing screen appeared distorted and the audible exposure indicator kept buzzing past the normal cut off time. This apparent malfunction caused the operator to conclude that the patient had been overexposed, so the unit was shut off, and the manufacturer notified. Manufacturer response for radiographic device (x-ray), mobile radiographic unit: they have examined the unit and found it to be operating properly.